Event description:
In late 2008, the lay-user/patient contacted lifescan alleging that a one touch ultra meter was giving an error message that he was unable to specify. The patient indicated that the alleged meter issue started the day prior at 10:00 am. According to the patient, at an unknown time during the time of concern, he wanted to eat a donut but was unable to test his blood glucose because of the meter issue. The patient reportedly took "extra" insulin and suffered a hypoglycemic event. The patient reportedly developed symptoms of sweating and confusion. The patient's blood glucose was reportedly tested on an emergency services meter but the result obtained was not provided. The patient claimed that he was treated by a unidentified health care professional (hcp) with oral glucose. During troubleshooting, the reported meter displayed an "error 5" message. The alleged meter issue was not resolved with troubleshooting. The meter and test strips were replaced. This complaint is being reported due to the following conclusion: the patient claimed that he developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began. The patient claimed that his blood glucose dropped after not knowing what his blood glucose level was and taking extra insulin.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.